Event description:
It was reported patient underwent a femoral fracture fixation procedure on (B)(6) 2015. During the procedure, the surgeon attempted to implant the superior cervical screw but was unsuccessful as it did not match the guide. A cortical oblique screw was utilized to complete the procedure. It was further noted the drill bit was fractured. A three hour delay occurred during the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Product will not be returned for evaluation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. (B)(6). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; "surgeons should take care when targeting and drilling for the proximal screws in any tibial nail with oblique screws. Care should be taken as the drill bit is advanced to penetrate the far cortex.¿ device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015- 01314 / 01315).